Event description:
The complaint is classified based upon information the country representative obtained from the patient/layperson who contacted customer service in 2008. The patient alleged that her one touch ultra2 meter result on the same day was inaccurately high. Although the patient's meter was out of range with control solution, the meter had not been coded properly. A miscoded meter can affect both control and blood tests. The representative replaced the meter. Results are in the correct unit of measure, mg/dl. Five days prior to original date at 14:30, the patient reportedly obtained a reading of "332 mg/dl" at home. The patient then allegedly took 6 units "mth regular" insulin based on a sliding scale after obtaining that reading. One hour later, "192 mg/dl" was obtained on a nurse's meter, presumably also at the patient's home (unknown if this is a homehealth nurse). At an unspecified time, the patient reportedly became confused and was sweating. Whether the symptoms occurred after both tests or only after the "332 mg/dl" result was not provided. Whether the nurse provided any treatment is not known. On that day at an unknown time after the reported issue, the patient was taken on the emergency room where her blood glucose on the hospital meter was reportedly "68 mg/dl". The patient was given "IV fluids". If the patient provides additional information, it will be addressed in a supplemental report. The complaint is classified as an adverse event because the patient alleged she took extra insulin based upon the alleged elevated result and later required treatment in the ER. In addition, the patient also reported symptoms that could be associated with severe hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. Age and weight was not provided.